Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pocket stimulation, and clinic test revealed non-capture of right atrial (ra) lead. It was also reported chest x-ray revealed the ra lead dislodged and was withdrawn into pacemaker pocket. Revision of ra lead was attempted, however the lead failed to re-advance. The ra lead was explanted and replaced. The right ventricular (rv) lead was observed to be mobile within suture sleeve so additional slack was added and the lead securely sutured. The rv lead remains in use. No patient complications have been reported as a result of this event.